Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had seizures and the right atrial (ra) lead had high thresholds and undersensing. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.